Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be filled, and the pump could not be used properly following implantation. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cxr is (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cxr is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically examined, leak tested and functionally assessed. Microscopic evaluation revealed that the deflation ball within the pump was seated too far forward. The leakage test showed no signs of leakage. However, functional testing indicated issues with deflation. Based on the available information and analysis results, the reason for the device mechanical issue was most likely determined to be the deflation ball seated too far forward. Therefore, a conclusion code of cause traced to component failure has been established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be filled, and the pump could not be used properly following implantation. There were no patient complications reported.